Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no adverse impact to the customer's blood glucose level. The caller was assisted by customer support, who provided information on how to reset the pump, and the caller successfully resolved the issue by starting a new sensor session.

Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.